Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. The unit was investigated at the hospital by our filed service engineer, the performed investigation revealed that the compressor tubing was broken. No pictures or parts have been returned for investigation. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The reported faulty part is supposed to be replaced during the 8000 hours pm (preventive maintenance) for this model of compressor. There is no information of when or if the pm have ever been performed concerning this reported device. The compressor mini must be serviced at regular intervals by personnel trained and authorized by maquet. Any maintenance or service must be noted in a log book. The broken part is subjected to wear and tear if used during an extended period of time without being replaced during preventive maintenance. The reported unit was installed at the customer¿s site in july 2008.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure alarm. There was no patient harm. Manufacturer ref.#: (B)(4).